Event description:
The death of a female patient was reported by the user facility after they received notice from a law firm along with the death certificate. The user report indicated the patient had undergone an initial procedure on (B)(6) 2013 to remove a temporary pacemaker and dialysis cath on left side. An hour later, the patient was then prepped for the placement of a permanent pacemaker. The user report indicated the patient was prepped with chloraprep 10.5 ml on their right side and chloraprep 26 ml on their left side. After 10 to 15 minutes, scrub tech returned and continued with the rest of the sterile field and layout that included a 3m ioban 2 surgical incise drape,pacemaker drape and towels. Oxygen supply with bag was applied with bag towards the patient's head. When the physician activated the esu pencil, there was a flash from the pencils tip toward sterile field and up to patient's chin area. Within a second, a flash fire occurred that included the surgical towels and drape. Fire was noted around the patient's facemask and hair. Fire took 10 to 15 seconds to extinguish resulting in thermal burns (second degree) to patient's face and neck. Patient was intubated and transferred to a burn center.

Manufacturer narrative:
"3m" contacted the user facility after receipt of their report and the initial reporter indicated she had provided a detail report and did not have any new information. She sent their report to all companies of the products used, and considered the burns second degree, and stated she was not aware of any pooling of the prep in response to question. User report # 450237-2014-0001. Lot number of drape was not provided. Without the lot number, it is not possible to know the expiration date or manufacture date of the product. User report did not indicate drape is available for evaluation only the esu. "3m" labeling for ioban 2 drape does state; "allow the prepped skin to day" under drape directions for use. The drape is not recognized as an ignition source for a fire. The user report initially received by 3m included electrosurgical unit force fx - valleylab and also included the concomitant medical product items. (B)(4) - injury to tissue caused by contact with dry heat, moist heat, flames, chemicals, electricity, friction or radiant and electromagnetic energy. A first degree burn is associated with redness, a second degree burn with vesication and a third degree burn with necrosis through the entire skin, second degree burn - a partial thickness burn that affects both the outer and underlying layer of skin causing pain, redness, swelling and blistering.